Manufacturer narrative:
Qc is run every 8 hours and was within the lab's established ranges prior to the event. A field service engineer (fse) went on site, cleaned the flow cell, replaced the carbon bridge and verified the repair by running a precision study on qc. There were no further occurrences of low na and calc results. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding approximately 50 erroneously low sodium (na) and calcium (calc) results generated by the unicel dxc 600i synchron access clinical system. The samples were repeated on the lab's alternate analyzer and amended reports were issued. A sampling of the results was provided by the customer and is shown in the attachment. This report is being submitted for the malfunction portion of this event. The affect to patient is documented in MDR #2050012-2011-00828.